Event description:
A customer contacted beckman coulter (bec) reporting that the access 2 immunoassay analyzer generated erratic troponin (accutni), creatinine kinase - mb (ck-mb) and b-type natriuretic peptide (bnp) results. This event occurred over multiple days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for three (3) different patients. Patient # 1 accutni original result was above the acute myocardial infarction (ami) cut-off. The sample was repeated three times; two repeat results were within the risk stratification range and one repeat result was above the ami cut-off. A second sample recovered within the normal reference range. Patient # 1 ck-mb results were all within the normal reference range, but were erratic. The customer stated that no erroneous results were reported out of the laboratory. Patient # 2 accutni original result was within the risk stratification range. The sample was repeated once and recovered within the normal reference range. The customer stated that the erroneous result was not reported outside the laboratory. Patient # 5 bnp original result and a repeat result were both above the normal reference range, but were erratic. A second sample was collected from the patient, but the customer declined to provide any results. The customer stated no erroneous results were reported outside the laboratory. There were no reports of death, injury, or change to patient treatment in connection with this event. Access accutni reagent lot number 227992, access ck-mb reagent lot number 225901, and bnp reagent lot number 225902 (product not available - biosite only) were used in conjunction with the instrument.

Manufacturer narrative:
The customer utilizes 13x75 mm lithium heparin and edta plasma separator tubes for sample collections, and centrifuges samples for 3 minutes at 5000 rpm. The customer did not report any sample quality issues. The customer stated the quality control results were within the laboratory's established ranges both before and after the event. The analyzer is currently performing within the ranges. The customer provided system check data collected on (B)(6) 2013, and the results were within the specifications. No event log messages were generated in connection with this event. Beckman coulter field service engineer (fse) visited the customer's site on (B)(4) 2013 and inspected the system. The fse found bubbles in the wash pump, and replaced the wash pump lower seal and o-ring. The fse cleaned the wash and precision valves, the wash carousel, and the incubator tracks, and verified alignments were within specifications. The fse replaced all three aspirate probes and the substrate probe. The fse found the high power ultrasonics voltage was 220 vac (specification is 197 +/- 3 vac), and adjusted the ultrasonics voltage to within the specification. The fse performed a system check, which passed with all parameters within specifications. The fse completed a 20-replicate precision run to verify accutni precision was within the specifications, and verified accutni quality control was within the laboratory's established limits. The fse verified that the instrument was performing to the published performance specifications. The related events that occurred on (B)(6) 2013 at the customer's laboratory are documented in MDR# 2122870-2013-00270 and 2122870-2013-00266, respectively.